Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Should additional information be provided, a supplemental emdr will be submitted. Device not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2007, the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. It is alleged that on (B)(6) 2014, the patient had unspecified injuries related to a defect in the composix kugel mesh, and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."